Event description:
A nurse reported the system shut off during procedure and presented a system message. The procedure was converted to a manual technique (ecce). There was no pt injury reported.

Manufacturer narrative:
A company service representative examined the system. The fluidics module was replaced. The system was then tested and met all product specifications. (B)(4).